Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of seven (7) years, seven (7) months due to endocarditis (strep sanguinis) with aortic root abscess. The patient presented with systemic embolization with symptoms of a stroke. The explanted valve was replaced with another 21mm 3300tfx valve. The patient tolerated the procedure well and was transferred stable to the ICU and was discharged on pod #7. Per medical records, cta and echo show evidence of root abscess in the setting of bioprosthetic endocarditis. Intraoperatively, the 21mm 3300tfx valve was noted to be heavily involved with vegetation. Sutures were cut and valve was removed. Large phlegmon cavity containing necrotic material involved the aortic root and extended onto the aortomitral continuity was noted. Root was heavily debrided due to significant amount of necrotic material. Patch repair was performed. Another 21mm 3300tfx valve was sized and sutured into place. In addition, aorta and coronary ostia were noted to be heavily calcified. Post-bypass tee showed well-functioning aortic valve prosthesis with complete opening of valve leaflets, no pvl, and preserve biventricular function. The patient tolerated the procedure well and was transferred stable to the ICU and was discharged on pod#7. This a 73-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 7 months due to unknown reasons. The explanted valve was replaced with a 21mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.